Manufacturer narrative:
Follow-up #1: date of submission 30-jan-2018 - device evaluation: in q4 2017, there were 4 instances of unknown area failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #2 26-apr-2018 device evaluation: in q1 2018, there were 3 instances of unknown area failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 63 allegations of a malfunction, 27 pumps were returned to animas and investigated. Of the investigated pumps, 17 were found to be malfunctioning due to damage to the pump. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program..

Event description:
This report summarizes 63 malfunction events. A review of the events indicated that the one touch ping model pump experienced a that an unknown area of the pump was damaged. These reports were received from various sources. The patients associated with this allegation ranged from 10-80 years of age and between 16 and 253 pounds. Of the reported patients, 18 were male, 22 were female, and 23 were unknown.